Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: this complaint issue occurred in two (2) separate cases. A separate 3500a form has been completed for the other case. (B)(4).

Event description:
It was reported that after the end user had undergone a cesarean section (date unknown), the dressing was placed post-operatively. The dressing remained in place for 7 days and was difficult to remove. Upon removal of the dressing it was noted that the skin was red and raw under the entire dressing, along with weeping. It was stated by the end user, "feels the dressing damaged her incision." The dressing was discontinued and they were instructed to "lift their pannus and cleanse the affected area with hydrogen peroxide followed by rubbing alcohol daily for 7 days."